Event description:
It was reported that a vns patient underwent full revision surgery on (B)(6) 2015. The generator was replaced due to battery depletion and the lead was replaced due to lead break. The patients vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits (dcdc code 2). The explanted devices were not returned to the manufacturer for analysis to date. No patient adverse events were reported. It was reported that the patient is doing well since the device replacement. No additional relevant information was provided to date.

Event description:
Additional information was received indicating that no known patient trauma or manipulation occurred that could be the origin of lead fracture; the patient has behavioral issues and often very aggressive : the communication is not easy with him and the neurosurgeon did not exactly know what happened.